Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6 french ik sheath, dilator and guidewire were returned for assessment. The sample was subject to visual analysis. The guidewire is inserted into the sheath. The sheath is kinked 6.8-7.6cm from the sheath hub. The sheath and dilator tips are deformed. The guidewire is kinked 19.9-21.7cm and uncoiling 32.8-79.8cm from the guidewire tip. The complaint can be confirmed for sheath damage. The exact root cause cannot be determined. The likely root cause is the sheath encountered resistance from calcification in the artery. The calcification likely deformed the sheath tip and led to the sheath kinking during withdraw. The device history record was reviewed to ensure each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that during the procedure the inductor was bent, therefore it did not move forward or backward. Eventually the wire unraveled when it was pulled out. There was no harm to the patient. Additional information was received on 08oct2024: the procedure performed was a percutaneous coronary intervention (pci). There was no tortuous anatomy experienced when the introducer sheath bent and would not move forward or backward. They chanced using the introducer. There was no injury to the patient due to the issue reported. There was no blood loss. No equipment or other devices were used with involved device.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ms. G4: PMA/510(k): export only. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.